Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. However, it was determined that the image temporarily became blurry because water leaked from the puncture on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that there was a puncture on the cable and a cut of the cable boot. Switch #2 was not working due to a faulty switch board. The device also failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head had blurry picture. The procedure was diagnostic in nature. There were no reports of patient harm associated with the event.